Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: (B)(6)2004 - pt underwent surgery to repair a hernia. Pt was implanted with a small oval composix kugel patch during this surgery. On (B)(6)2009 - the composix kugel patch ultimately failed causing pt to suffer numerous complications, including but not limited to, severe abdominal pains, adhesions, scarring, nausea and invasive surgery to remove the failed and defective composix kugel patch. Pt's medical records note that mesh was deformed and in a ball at removal. Pt's medical condition was and has been continually monitored by her physicians and other healthcare providers to observe and screen for exacerbation of her injured bowels and other health risks associated with her implantation with a composix kugel patch. Pt will require continuous monitoring of her composix kugel patch related injuries for the remainder of her life. Her physical injuries, proximately caused by her implantation with a composix kugel patch, are severe, life threatening and permanent.